Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the dislocation and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition concomitant device(s): 320-10-05, 6389931 - eq rev tray adapter plate +5, 320-20-00, 6369413 - eq rev torque screw kit. *no information provided in the following section(s):

Event description:
As reported, approximately 7 months postop the initial implant, this (B)(6) male patient dislocated his right shoulder on two separate events, (B)(6) 2020 and had closed reductions. After the dislocation on (B)(6) 2020, the shoulder was unstable after closed reduction and the shoulder was revised. Patient was last known to be in stable condition following the event. Devices not returning due to hospital policy.